Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 330 mg/dl at the time of the incident and treated with manual injection. . The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify the compromised force sensor system alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.